Manufacturer narrative:
The incident date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 34 mg/dl. The customer was treated for the low blood glucose with a glucagon shot. The customer stated that they were assisted by their health care provider to change their settings on their insulin pump. The customer was advised to monitor their inulin pump for any issues.